Manufacturer narrative:
A2 - age at time of event: the subject was 74 years old at the time of study enrollment. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Updated fields: h6 - evaluation conclusion codes.

Event description:
It was reported via study that the subject was treated with prescription medication and hospitalized. On (B)(6) 2022, the subject was enrolled into the study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was right liver. The catheter positioning was right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 8.442 gbq of therasphere was administered to the right liver through vial 1. On (B)(6) 2022, 39 days post index procedure, the subject was noted with alteration of general condition. On the same day during the planned visit to the hospital, the subject experienced nausea and also was noted to have weight loss with asthenia and was hospitalized. The subject was treated with (0.25 mg 4x/j) of xanax introduced with ondansetron and 12 mg of levothyrox. On (B)(6) 2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from the hospital. However, additional information was further reported that there was no longer an allegation of a causal relationship between the reported patient adverse events and the therasphere device or procedure.

Manufacturer narrative:
A2 - age at time of event: the subject was 74 years old at the time of study enrollment. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Updated fields: b5 - describe event or problem. H6 - patient codes, impact codes, evaluation conclusion codes, evaluation method codes.

Event description:
It was reported via study that the subject was treated with prescription medication and hospitalized. On (B)(6) 2022, the subject was enrolled into the study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was right liver. The catheter positioning was right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 8.442 gbq of therasphere was administered to the right liver through vial 1. On (B)(6) 2022, 39 days post index procedure, the subject was noted with alteration of general condition. On the same day during the planned visit to the hospital, the subject experienced nausea and also was noted to have weight loss with asthenia and was hospitalized. The subject was treated with (0.25 mg 4x/j) of xanax introduced with ondansetron and 12 mg of levothyrox. On (B)(6) 2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from the hospital. However, additional information was further reported that there was no longer an allegation of a causal relationship between the reported patient adverse events and the therasphere device or procedure.

Manufacturer narrative:
A2: age at time of event: the subject was 74 years old at the time of study enrollment. D3: manufacturer zip/postal code: (B)(4). G1: MFR site zip/post code: (B)(4).

Event description:
It was reported via study that the subject was treated with prescription medication and hospitalized. On (B)(6) 2022, the subject was enrolled into the study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was right liver. The catheter positioning was right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): 8.442 gbq of therasphere was administered to the right liver through vial 1. On (B)(6) 2022, 39 days post index procedure, the subject was noted with alteration of general condition. On the same day during the planned visit to the hospital, the subject experienced nausea and also was noted to have weight loss with asthenia and was hospitalized. The subject was treated with (0.25 mg 4x/j) of xanax introduced with ondansetron and 12 mg of levothyrox. On 09-jul-2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from the hospital.